Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31 UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2015-01-31. Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30, UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 2014-06-30, heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 2015-01-31, heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 2015-01-31, heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 2015-01-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching on multiple batteries. All associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the batteries passed functional testing; visual inspection of the batteries revealed that the release indictor on each battery's output cable was illegible. Additionally, (B)(4) was found to have a high cycle count indicative of a unit that has reached end of life. Functional testing of (B)(4) revealed that the battery's gas gauge indicators were dimmed; internal visual inspection revealed solder on the gas gauge ribbon cable. Visual inspection of (B)(4) also revealed an illegible release indictor on the battery's output cable. The illegible release indicators, battery end of life, and dimmed leds are all additional observations not related to the reported event. The most likely root cause of the illegible release indicators can be attributed to wear and/or handling of the device. The most likely root cause of the battery reaching end of life can be attributed to a high cycle count. Based on the available information, the most likely root cause of the dimmed battery leds can be attributed to solder on the gas gauge ribbon cable due to a manufacturing error. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) and a premature power switching event due to a momentary disconnection involving (B)(4). As a result, the reported event was confirmed. There is no evidence that the lubrication procedure was performed on the reported devices. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries the following returned batteries revealed that two (2) of the returned batteries ((B)(4)) passed visual inspection, and four (4) of the returned batteries ((B)(4)) passed functional testing. Visual inspection of four (4) of the returned batteries ((B)(4)) revealed that the battery connector solid "white arrow" indicator was worn out. During functional testing, (B)(4) exhibited a high cycle count above 375 cycles, indicative of a unit that is end of life. (B)(4) had dim led indicators on the gas gauge. Internal evaluation revealed that the battery gas gauge ribbon cable had a deep spot on it. These findings revealed during visual inspection and functional testing are incidental findings unrelated to the reported event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) and premature power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Internal investigation investigated momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 product event summary: six (6) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of bat204384's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of bat200062 revealed that the battery passed visual inspection and functional testing. Failure analysis of bat204361, bat204345, bat204106, and bat204092 revealed that the batteries passed functional testing; visual inspection of the batteries revealed that the release indicator on each battery's output cable was illegible. Additionally, bat204106 was found to have a high cycle count indicative of a unit that has reached end of life. Functional testing of bat204384 revealed that the battery's gas gauge indicators were dimmed; internal visual inspection revealed solder on the gas gauge ribbon cable. Visual inspection of bat204384 also revealed an illegible release indicator on the battery's output cable. The illegible release indicators, battery end of life, and dimmed leds are all additional observations not related to the reported event. The most likely root cause of the illegible release indicators can be attributed to wear and/or handling of the device. The most likely root cause of the battery reaching end of life can be attributed to a high cycle count. Based on the available information, the most likely root cause of the dimmed battery leds can be attributed to solder on the gas gauge ribbon cable due to a manufacturing error. Log file analysis revealed that the controller in use during the reported event, con303761, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat204345 and a premature power switching event due to a momentary disconnection involving bat200062. Additionally, data log files revealed multiple instances involving bat204345 where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Review of the alarm log file revealed one (1) critical battery alarm due to a communication error involving bat204345 within analyzed period. As a result, the reported events were confirmed. There is no evidence that the lubrication procedure was performed on the reported devices. The most likely root cause of the reported premature power switching can be attributed to momentary disconnection and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that one battery exhibited a critical battery alarm and a communication error.